Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was missing a sponge. This was observed before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot number initially reported was incorrect. The lot numbers for the minicaps with missing sponge were gm1603101 and gm1603102. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.